Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is fractured at the uv glue zone. The glass cap distal to location of fracture is detached and returned. The glass cap exhibits severe devitrification at output area, and detritus adhesion around output area. The heat shrink tubing open end exhibits signs of abrasions and severe melting, eased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic. The fiber appears blackened within the fiber tip and near heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke off during the procedure after 56,931 joules and 17:52 minutes of use. The fiber tip was recovered with irrigation. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing second fiber. Patient outcome ok.